Manufacturer narrative:
Correction section b5: corrected to remove "and was found reproducible by isometric exercises" as the event mentions the noise event was not reproducible by isometrics. The new information has been updated into the amended event summary.

Event description:
It was reported that the patient was presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, the right atrial (ra) lead was found to exhibit noise over-sensing causing inappropriate automated mode switch (ams) episodes. The ra lead was explanted and replaced. The patient was in stable condition.

Event description:
It was reported that the patient was presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, the right atrial (ra) lead exhibited noise and was found reproducible by isometric exercises. The ra lead was explanted and replaced. The patient was in stable condition.

Event description:
New information received notes the right atrial (ra) lead was over-sensing noise causing inappropriate automated mode switch (ams) episodes.